Event description:
It was noticed the scissor tip cover was starting to split. The most likely cause would have been the other instruments rubbing against it during the procedure. The tip cover was replaced.